Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states patient tested 2.7 inr on the coaguchek xs system while a comparison lab returned as 1.94 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system.

Event description:
During initial assessment of a returned homechoice (hc) device, an increased intraperitoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 3186 ml. The programmed fill volume was 1800 ml. This drain amount meets overfill criteria. Product surveillance contacted the nurse who confirmed that there was no patient injury or medical intervention associated with this report and the home patient was doing well with treatments on the new homechoice device.